Manufacturer narrative:
A visual examination revealed the presence of residue inside the device, indicating use/handling. The feeding port, medicine port and the c-clamp were closed. The external bolster was located at the 5.5cm mark and was without issue. The internal bolster was found to be separated from the device. Remnants of the bolster remained on the circumference of the tubing end and there were voids on the corresponding surface of the internal bolster. It appeared that the internal bolster had been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported event of bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2016. According to the complainant, the physician confirmed that the device was able to rotate and move up/down before removal of the device. There was no formation of granulation tissue or epithelization found. During the procedure, stronger than usual resistance was encountered during the attempt to remove the device. The internal bolster became detached inside the patient's stomach and was removed using a retrieval net. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2016. According to the complainant, the physician confirmed that the device was able to rotate and move up/down before removal of the device. There was no formation of granulation tissue or epithelization found. During the procedure, stronger than usual resistance was encountered during the attempt to remove the device. The internal bolster became detached inside the patient's stomach and was removed using a retrieval net. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.